Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer indicated via phone call that they had blood glucose and sensor glucose differences and has received calibration errors. Customer indicated that they had a sensor glucose level of 58 and a blood glucose of 86 mg/dl. Customer does not recall any significant events leading to the range discrepancy. Troubleshooting informed customer that insertion may impact sensor performance and educated customer on calibration. Customer was advised that the sensors would be replaced.